Manufacturer narrative:
The sample was serum both samples (1 and 2) were frozen and sent to css for further investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to incorrect albumin results generated by the au403-02 ise clinical chemistry analyzer ((B)(4)) for an oncology patient. The incorrect result was reported out of the laboratory. The initial sample was tested on both the au system and capillary electrophoresis. The au gave result of 46.7 g/l, whereas the quantitative analysis of the capillary electrophoresis scan gave a result of 35.9 g/l for albumin. A second sample was taken from the patient on day 2 after receiving treatment and the sample was tested on the au system which gave a result of 21.3 g/l, which is more in line with the clinical presentation. The initial sample was retested two days later and higher result which was linear upon dilution was obtained. Unknown if patient treatment was affected by this event.